Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer reported her blood glucose reached 263 mg/dl and that the cannula was out of the skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found.